Event description:
Our affiliate is reporting that during an arthroscopic meniscal repair, 3 rapidloc fixation devices failed to hold, sutures broke. At this point, the surgeon chose to perform a partial menisectomy. The procedure was completed successfully without further incident or harm to pt. See also associated mdrs 1221934-2008-00415 and 1221934-2008-00416.

Manufacturer narrative:
Mitek is at this point in time awaiting the receipt of the complaint device towards conducting a failure analysis, and is also in the info gathering mode. When all that can be had is had and evaluated, the results of the investigation will be subject of the follow-up report.